Event description:
Information was reported to a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving lioresal (500 mcg/ml, 195.24 mcg/day) via implanted infusion pump. The patient's medical history included ms, spastic paresis. It was reported that during a routine visit to the clinic for refilling the pump reservoir and system check, a warning of permanent pump shutdown with the date (B)(6) 2025 was displayed. The patient underwent an MRI examination on (B)(6) 2025. During the examination, she heard the expected alarm that was triggered due to pump shutdown in the MRI field, but never afterwards, nor did her husband, with whom she lives. She noticed an increase in spasticity in the evening, but no other signs of possible intrathecal baclofen withdrawal. Upon reading the logs, the mentioned system warning of permanent pump shutdown on (B)(6) 2025 was displayed. At the follow-up log readout on the day of the examination ((B)(6) 2025), a notification appeared stating that the pump was reactivated and had restarted. From the pump reservoir they aspirated 8.0 ml of residual baclofen (calculated 4.5ml) which did not confirm a one-month interruption of drug delivery despite the system warning and refilled it with 40 ml of baclofen at a concentration of 500 mcg/ml. The dose was programmed to 195 mcg/24h in flex flow mode. The patient was informed about the signs of withdrawal and overdose of intrathecal baclofen and instructed to call the on-call physician in case such symptoms occurred. The issue was resolved at the time of the report. The patient's status was alive - no injury. According to the logs, error codes 232 - potential for underdose, 234 - loss of therapy, and 303 - pump time is out of sync with programmer time occurred. Regarding error code 234, it was noted that the pump was stopped for 665 hours and 54 minutes. Critical motor stall alarm noted in the logs on (B)(6) 2025 at 17:06. On (B)(6) 2025 at 17:06 critical stopped pump duration exceeded 48 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The clinician programmer software version being used regarding the pump time out of synch with the programmer time was version 2.0.3283. It was further reported that there was no need to explant the pump since the pump was working properly after interrogation. The patient is doing fine. Further clarification of the previous report of the permanent shut down warning, if in reference to motor stall was indicated as unknown.